Manufacturer narrative:
Follow-up #2 date of submission 07/27/2016 - device evaluation: in q2 2016 3 pumps were returned and investigated. There were 3 instances of power damage with moisture found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
Of the 13 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to battery compartment damage and moisture ingress.

Event description:
This report summarizes <noe> 13</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a power with damage and moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6). Of the reported patients, 5 were male, 8 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/15/2016: of the 13 allegations of a malfunction, 8 pumps were returned to animas and investigated. Of the investigated pumps, 8 were found to be malfunctioning due to battery compartment damage and moisture ingress. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 13 malfunction events. A review of the events indicated that the one touch ping model pump experienced a power with damage and moisture ingress issue. These reports were received from various sources. The patients associated with this allegation ranged from 7- 51 years of age and between 135 and 212 pounds. Of the reported patients, 5 were male, 8 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #3 30-jan-2018 device evaluation: in q4 2017, there was 1 instance of power - damage with moisture ingress failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.